Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updates not required. H10: device evaluation: no product was returned however the pumps operators manual in the "alarms and messages" section describes all possible alarms and messages the pump can display along with possible causes and remedies. The user should first consult with the operator manual for an alarm or message displayed and with the other sections of the manual appropriate to the perceived problem they are having. The device should be returned if the problem persists. The pump operator manual indicates (see user manual section references) that the pump will alarm high pressure if the pump detects an occlusion; this does not necessarily indicate there is a problem with the pump. At this point there is no evidence that the pump failed to meet specifications. If the product is returned, we will reopen this complaint for further investigation. A DHR review could not be performed in that no specific product was identified.

Event description:
It was reported that the pump exhibited a continuous high pressure alarm 2 hours after the cassette was put in place and the tubing was changed. Switched to the 2nd pump and identical alarm. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Lot # and protocol # are unknown. No product information has been provided to date.